Event description:
It was reported that the right ventricular lead was explanted due to a blood clot forming on the lead. During the explant, it was noted that the lead had abrasions and externalization. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.